Event description:
It was reported that the patient underwent mobilization under narcosis due to knee stiffness.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.